Event description:
In 2008, the pt presented with a ruptured aortic aneurysm and was treated with a gore excluder aaa endoprosthesis. Within approximately 8 hours of the initial implant, the gore excluder aaa endoprosthesis was explanted and a conventional graft was placed, due to a type ii endoleak. Within 24 hours, the pt expired. Further investigation is pending.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted.